Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date and demonstrated a broader pattern of glucose variability associated with excessive use of the pause insulin feature and over-treatment of hypoglycemia. Low glucose alerts were generated appropriately and acknowledged. The hypoglycemic event occurred following meal announcement and subsequent insulin delivery, consistent with therapy management factors rather than abnormal device performance. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 03-feb-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 42 mg/dl, resulting in seizure and hospitalization. The user was admitted to the hospital on (B)(6) 2026, treated, and discharged (B)(6) 2026. No long-term health effects were reported.